Event description:
Complainant alleged that while attempting to treat a pt the device inappropriately displayed an "attach pads" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4). The malfunction was observed during review of the device's history log; however the device was put through extensive testing without duplicating the malfunction. The returned ECG adapter and multi-function cable were tested and no faults were found. The ECG adapter and the multi-function cable were replaced as precaution. It is important to note that electrodes were not returned as part of the investigation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.